Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4). Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Inspection of the device revealed a longitudinal burst that was 18 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. Following deployment of a 10-60mm epic stent, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for post dilatation. However, upon second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6-40mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.